Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a cgm (cgm transmitter/sensor issue). This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 9/28/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/05/2017 with the following findings:. Cgm history shows ¿cs206¿ cgm transmitter out of range warnings. Test transmitter was paired with pump correctly. Bg calibration requests entered successfully. Pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. Pump fails rf testing. Pump opened and moisture damage found on pcb. Rf test failure due to moisture damage. Battery compartment is cracked alongside of pump.